Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing (please see b6), the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted where charged coupled device cover lens cracked. Bending section rubber glue worn out. Bending section rubber glue white clouded. Universal cord kinked. Right left knob angulation less or specified value, up down knob angulation less or specified value. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instruction manual of gf-uct180 describes the reprocessing methods in the following chapters: chapter "compatible reprocessing methods and chemical agents." Chapter "cleaning, disinfection, and sterilization procedures." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. The customer manually disinfects the scopes using aniosyme x3. The customer used ablyn medical brush and scope clean to brush and clean the scope. For automated endoscope reprocessor (aer) treatment, the soluscope 4 reprocessor along with soluscope cln detergent and soluscope paa disinfectant was used. The scope was stored horizontal in a soluscope dryer and dsc 8000 cabinet. He device has been returned to olympus for evaluation. The evaluation is currently in process. A supplemental report will be submitted upon completion of the device evaluation/investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope auxiliary channel tested positive for one (1) colony forming unit (cfu) of staph cohnii, one (1) colony forming unit (cfu) of haematobacter massiliensis, and one (1) colony forming unit (cfu) of kocuria spp. The operating channel tested positive for one (1) colony forming unit (cfu) of moisissure, one (1) colony forming unit (cfu) of haematobacter massiliensis, one (1) colony forming unit (cfu) of bacillus cereus, one (1) colony forming unit (cfu) of micrococcus luteus, one (1) colony forming unit (cfu) of staphylococcus epidermidis, one (1) colony forming unit (cfu) of staphylococcus capitis, and one (1) colony forming unit (cfu) of pseudomonas sp. The suction channel tested positive for one (1) colony forming unit (cfu) of micrococcus luteus. The air/water channel tested positive for one (1) colony forming unit (cfu) of pseudomonas sp. The distal end tested positive for one (1) colony forming unit (cfu) of haematobacter massiliensis. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.